Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation/evaluation: reviews of the complaint history, device history record, documentation, drawing, manufacturer¿s instructions, and quality control of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. However, while reviewing the subassembly lots, two related nonconformances were noted. Although these were related to the reported failure, all non-conforming units from this subassembly lot were scrapped and not replaced. It should also be noted there was one other reported complaint for this lot number, but the failure mode was unrelated to this event. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. An IFU is not provided with this device speaking against the reported failure. Based on the information provided and no product returned, investigation has concluded that this event cannot be traced to the device but instead lie with the patient¿s condition. Reportedly, the patient¿s vessel presented with severe calcification. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unspecified procedure, the sheath in a micropuncture transitionless stiffened cannula access set frayed. The device was scheduled to be advanced from the inguinal region with an ipsilateral approach to treat a chronic total occlusion (cto) lesion below the knee. This device was chosen because the patient had severe calcification of the lesion. The physician could not insert the device into the patient's body and, upon removal, the tip was noted to be frayed. No other devices were in use at the time of this occurrence. Another micropuncture transitionless stiffened cannula access set was used to successfully complete the procedure. The patient did not experience any adverse effect as a result of this occurrence.